Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that paramedics and the fire department were called for a patient experiencing hypoglycemia due to wearing the pod. The patient reported that his blood glucose level was so low, he had a grand mal seizure. Despite good faith attempts to obtain additional details, no further information was provided.